Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the right master tool manipulator (mtmr) on surge side console 2 (ssc2) to resolve the issue. System was tested and verified ready for use. Isi has received the mtmr associated with this event. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer observed a couple of recoverable faults on the system and they were unsure why. Technical support engineer (tse) reviewed system and noted right master tool manipulator (mtmr) faults on surge side console 2 (ssc2). Site moved forward with the case using the primary ssc. The procedure was completing as planned with no reported injury.